Event description:
Emergency medical technicians responded to a person, condition unk. The pt was connected to the device and the "analyze" button was pressed. The device advised and the operator delivered a shock. Two subsequent rhythm analyses were determined to be non-shockable. According to the reporter, when the "analyze" button was pressed another time, the device "alarmed in all codes." No adverse effects to the pt were reported as a result of the alleged malfunction.